Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. As part of corrective actions, tandem technical support confirmed the alarm, decided to replace the pump, and advised the customer on steps for receiving and returning the problematic pump. The customer was informed to use multiple daily injections as a backup therapy and conveyed the understanding of pump storage and return procedures.